Event description:
Report from (B)(6) stating the device has hose damage. It is unknown if the device was used in surgery and unknown if there were patient or user injuries. It is unknown if medical intervention or a delay in surgery occurred. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available a supplemental report will be sent. (B)(4).